Manufacturer narrative:
The evoke cls remains implanted. The root cause of the pain at the cls implant site cannot be definitively determined; however, it was noted the patient's significant weight loss may have contributed to the reported pain. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient had been implanted for 4 years and 2 months and reported significant weight loss during this time, which contributed to the reported pain. A revision procedure was performed to reposition the cls to resolve the reported event.